Manufacturer narrative:
Additional information: section d medical device catalog #, medical device serial #, medical device model # & section h manufacturer narrative. Correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station doors were failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the tower doors were failed. A field service engineer (fse) worked on both tower doors, cleaned and tightened the solenoid connections to resolve the issue, and tested the functionality using hardware test application (hta). The customer also verified proper operation through the application, confirming the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station doors were failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.